Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in franklin (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Investigation summary: bd had not received samples, but 1 photo was provided by the customer for investigation. The photo was reviewed and the indicated failure modes for sleeve did not recover/sleeve leakage with the incident lot was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to sleeve did not recover/sleeve leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes. Bd was not able to identify a root cause for the indicated failure modes. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: the rubber of the distal needle does not recover to do the seal, which causes patient blood leakage in the collection adaptor.